Event description:
It was reported that during patients scheduled follow-up check, multiple vt/vf episodes were observed. Device interrogation revealed svt episodes. Inappropriate atp therapy and an hv shock were delivered. No programming changes were made. The pharmacological therapy was changed and the patient will be monitored. The patient medical condition was good following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.